Manufacturer narrative:
At this time, the pacemaker has not been returned for analysis. This report will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this pacemaker was explanted and replaced due to high out of range shock impedances on the associated right ventricular (rv) lead. No additional adverse patient effects were reported.